Event description:
The customer reported visiting the emergency room due to high blood glucose of 435mg/dl, and she was treated with an insulin drip and fluids. The customer was experiencing nausea, weakness, fatigue, and vomiting. The customer stated that her high glucose was due to a bent cannula. Reviewed the customer insertion technique, and it was correct. The customer uses a quick serter and she is using a 6mm cannula. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.